Event description:
It was reported that the pt experienced an increase in spasticity on (B)(6) 2011. The pt heard the pump alarm several times. On (B)(6) 2011, the pt was evaluated at the hospital and increased spasticity in his 4 limbs was noted. The pump reservoir was accessed and the actual residual drug volume was equal to the expected volume. The hcps (health care providers) could not interrogate the pump and they did not hear the pump alarm. The hcps decided to explant the pump "immediately." During surgery, the hcps observed the catheter was out of the intrathecal space. The catheter was behind the pump in the pocket. It was also noted they did not hear the pump alarm. The pump was explanted. It was noted the pt was recovering satisfactorily from the increased spasticity. It was later reported on (B)(6) 2011 that a physician was unable to interrogate the pump after explant. A few days later following the explant procedure, a technician tried to interrogate the pump again but was unsuccessful. It was also noted that the catheter was discarded the same day it was explanted.

Manufacturer narrative:
(B)(4).